Manufacturer narrative:
(B)(4)

Event description:
It was reported that a high voltage lead impedance measurement was found to be high and out of range on the device. All other electrical measurements were normal. It was noted that this was a single, isolated measurement. Patient will be monitored.

Event description:
New information received notes that another high and out of range hv lead impedance measurement was observed. It was recommended to test the lead to ensure that the lead would be able to deliver the therapy appropriately. All other electrical characteristic were normal. No additional information was available.